Event description:
Pt alleges she received implants on 7/2/90. She alleges hardening and soreness that started on 3/4/96, continuing 3/11/96 and 4/22/96. Physician states pt developed peri prosthetic encapsulation (baker iii) associated with ultrasonic evidence or right implant leak. Bilateral removal surgery is planned.